Manufacturer narrative:
On 04/19/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor memorygel breast implant 400cc gel breast prosthesis, cat. #3544400, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 400cc gel breast prosthesis that ruptured after implantation. Rupture was confirmed during surgery. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 560cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 06/11/2018, mentor completed the analysis on the suspect medical device. Upon receipt by mentor, gel material was observed within the device or on the shell surface. Upon initial inspection, the device was severely rented. Shell wear was also noticed on the edge of the rents. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).